Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "re-attach cassette" error when the cassette is removed. The pump is also missing a battery door and battery spacers. There was no reported adverse event.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.